Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated higher in his back. The patient was reprogrammed and was doing well postoperatively.